Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called lifescan (lfs) in 2005 and alleged that her meter was reading inaccurately high. The patient reported a result of 354 mg/dl on her meter. She retested and obtained a result of "over 300 mg/dl." She reported no symptoms at the time of testing. The patient went to the hospital over 30 minutes later and her blood glucose was tested; the result was 240 mg/dl. No treatment was given. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were correct. The patient attempted to perform a control solution test, however, the test would not start. A replacement meter has been sent.